Event description:
A nurse reported receiving a system message. No add'l info was provided. Multiple attempts have been made to retrieve add'l info regarding the reported event and the patient's status but no response has been received to date.

Manufacturer narrative:
A company service rep examined the system. The solenoid spacers were replaced. The system was then tested and met all product specifications. (B)(4).